Event description:
Caller reported an occlusion alarm, but cts was unable to verify the alarm number in the pump history. There was no adverse impact to the customer¿s blood glucose level. Customer addressed the issue by changing the infusion set and cartridge and then resumed insulin.